Event description:
This is report 2 of 2. It was reported from (B)(6) that during an osteotomy surgical procedure, ¿after using the perforator", when the surgeon attempted to use the craniotome device with a cutter device, "he felt something strange and failed it¿. According to the reporter, the surgeon attempted to connect the devices. However, the ¿devices were integrated into one and could not be removed¿. The surgical procedure was completed successfully using an alternative spare device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided. The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed on craniotome device with the burr device. The surface of the metal on the burr exhibits a high level of oxidation from exposure to water vapor or a chemical. The oxidation increased the diameter of the burr shank so that when it was assembled into the attachment device, it became lodged due to the interference fit. It appears that the burr was re-sterilized which caused the high level of oxidation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.